Event description:
Product analysis has been completed and approved for the returned generator. The device output signal was monitored for more than 24 hours with the pulse generator placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Product analysis has also been completed and approved for the patient's returned lead. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the lead. No additional or relevant information has been received to date.

Event description:
The patient's generator has been replaced. The explanted product has been received. Product analysis is underway but has not been complete to date. No additional or relevant information has been received to date.

Event description:
Clinical notes were received stating that the patient experienced tachycardia when her vns generator was programmed on. The device was then disabled. The neurologist referred the patient for a revision surgery. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.